Manufacturer narrative:
Updated analysis summary performed by (B)(6) on feb 4, 2022. Retainer ring = black. Customer hospitalization reported on mar 06, 2021 for high bgs values/dka. Customer alleges that pump is under delivering. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly, over delivery anomaly or displacement anomaly noted. The motor was tested outside of the unit and passed. History download was successful using thus and carelink upload was successful. In further full review of the pump history on the event date of mar 06, 2021 found bolus deliveries of 1.2u at 10:02am, 3.1u at 11:42am, 5.2u at 3:34pm, 3.2u at 8:22pm, and 2u at 8:31pm. Device had minor scratched display window, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. R&d disposition d00529896: for (B)(6), the location of the missing or damaged retainer ring is from hairline crack @ 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and the weld joint is still intact. Last, this pump had cracking down the back of the case along the battery tube, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Device tesed ok with no device problem found. Test analysis indicates possible under delivery anomaly is not confirmed. Unable to verify customer alleged for high bgs/dka. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly, over delivery anomaly or displacement anomaly noted. The motor was tested outside of the unit and passed. History download was successful using thus and care link upload was successful. Device had minor scratched display window, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. R&d disposition: for (B)(4) the location of the missing or damaged retainer ring is from hairline crack @ 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and the weld joint is still intact. Last, this pump had cracking down the back of the case along the battery tube, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer hospitalization reported on (B)(6) 2021 for high bg values. Customer alleges that device is under delivering. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly, over delivery anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. R&d disposition d00529896: for ng2154788h, the location of the missing or damaged retainer ring is from hairline crack @ 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and the weld joint is still intact. Last, this pump had cracking down the back of the case along the battery tube, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Device tested ok with no device problem found. Customer alleged device was under delivering. Test analysis indicates possible under delivery anomaly is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly, over delivery anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. History download was successful using thus and care link upload was successful. Device had minor scratched display window, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. R&d disposition (B)(4): for (B)(6), the location of the missing or damaged retainer ring is from hairline crack at 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and the weld joint is still intact. Last, this insulin pump had cracking down the back of the case along the battery tube, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2021 with blood glucose level was 490 mg/dl. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering and they performed displacement test and it was passed. Time was not correct. Customer also experienced high blood glucose level of 540 mg/dl and was treated with insulin pump and manual injection. Customer experienced symptoms such as thirst and tired. Customer was not using auto mode. Troubleshooting was performed for high blood glucose event. The insulin pump will be returned for analysis.